Event description:
It was reported that during an episode in which the patient was symptomatic, the device oversensed and there appeared to be a pause on the recording. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.